Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, large needle driver instrument was rotating. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the same medical device, and no delay was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive large needle driver instrument to perform failure analysis (fa). Fa was not able to confirm nor confirm the reported complaint. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly; the instrument was fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found that the instrument was fully functional during in-house testing, with no product issues identified. The instrument passed both recognition and engagement checks while exhibiting intuitive movement with a full range of motion. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.